Event description:
It was reported that the left ventricular lead dislodged. During the lead repositioning attempt the lead was stretched, raising concern about its integrity. The lead was capped, and not replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.